Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in the readiness display. During device evaluation, physio observed that the charge-pak and service wrench icons were showing in the readiness display. When the device was powered on, it gave a voice prompt "no shock advised" when there was no patient load connected. The device was not able to recognize ventricular fibrillation and did not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported issue was due to a failure of the ECG pre-amplifier, located on the analog pcb assembly.  The pre-amplifier was unable to process an ECG rhythm to then have the ability to charge and deliver defibrillation energy.